Manufacturer narrative:
Product complaint # (B)(4). Additional product code: ktt. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot, (B)(4) jul 22, 2021, part number: 04.038.205s, lot number: h598895,, part manufacture date: apr 11, 2018, manufacturing location: (B)(4), part expiration date: mar 31, 2028, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated screw 105mm ¿ sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device history batch: this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, while drilling with the stepped drill, the guide pin bound up inside of the drill bit on exit. While tapping the wire inside, the guide pin perforated the femoral head significantly into the pelvis. The guide pin was removed. The lag screw was then inserted and was too long possibly perforating the femoral head. The surgery was successfully completed. No fragments were generated. There were 10 minutes surgical delay. The patient outcome is unknown. Concomitant device reported. 10/130 deg ti cann tfna 170 - sterile (part # 04.037.042s, lot# 231p163, qty 1). Unk insertion instrument (part# unknown, lot# unknown, qty 1). This complaint involves five (5) devices. This report is for (1) tfna fenestrated screw 105mm - sterile. This report is 1 of 3 for (B)(4).